Event description:
A pt got a 100 fold overdose of a vaso-active drug, due in part to some design issues with the pump. The basic facts are, chronic renal failure pt in hypertensive crisis, doctor ordered nitroglycerin drip at 5 mcg / min to try to control the bp. Experienced nurse set up the drip, gets a screen to choose mcg/kg/min vs mcg/min. But there is a parallax problem because the screen is recessed but the buttons are on the case, so if your eye is above the pump - typical, they are usually mounted about waist height -, you could easily misalign the arrow and the prompt and press the wrong one. Which is what happened, she inadvertently chose mcg/kg/min when she intended to choose mcg/min. -we never use mcg/kg/min in the ed-. She then got a prompt for the pt's weight, entered his weight -100 kg-, and then the dose of 5. The screen here does show mcg/kg/min, but of course she saw what she expected rather than what was actually displayed. It then complained that the dose was higher than the library upper limit of 3 mcg/kg/min, which she over-rode, because we always start at 5, and then typically go up rather rapidly -eg, increase by 5 every 5 min until get to around 20 or so, or until the bp comes down-, and this pt's hypertension was quite severe. So, he got 500 mcg/min instead of 5. Complained of a severe headache, but said nitro always gives him headaches. After 15-20 mins, we noticed the bag was empty, and then reconstructed the above.